Manufacturer narrative:
Insulin pump powered up properly after battery insertion. No missing segments, display anomaly/full black screen or keypad popping noise noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose and had to be assisted by the paramedics two times in one week. Customer stated that the blood glucose value at the time of the ambulance arriving was around 30 mg/dl. During troubleshoot; customer stated that the basal and bolus are set up correctly in the pump. Date was correct and time was not accurate. Customer reported that the buttons on the insulin pump are sounding different than usual when pressed and the screen is starting to turn black and sometimes the display has missing segments. Customer stated that the reservoir is showing less insulin than the amount shown on the status screen. Device passed the displacement test. Current blood glucose is 183 mg/dl. Insulin pump is being replaced but customer is not returning the one in use. Nothing further reported.